Manufacturer narrative:
H.6. Investigation summary: bd received 10 samples for investigation. The samples and retention samples were visually inspected with no issues identified. Additionally, 5 customer samples were functionally evaluated for heparin activity and all tubes were within specification. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes, samples were clotted. There was no report of impact to the patient or user.